Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a error occurred during aspiration. During the use of an angiojet® solent¿ proxi catheter in a thrombectomy procedure, aspiration was started and after approximately 5 seconds, a check saline supply message occurred on the console. It was also note the bulb on the catheter has a leak in it. The catheter was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.